Event description:
It was reported that during a procedure of the left anterior descending artery (lad) the vision rx balloon was attempted to be inflated but there was no stent implant noted on the balloon. The account feels there was no stent initially on the device. The anatomy was checked and no stent was seen. A second vision rx was used to complete the procedure without incident. There was no reported patient effect. No additional information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted blood visible on the balloon and in the guide wire lumen. There was contrast in the inflation lumen. This is consistent with preparation and the sds advanced over the guide wire into the patient anatomy. The stent was dislodged from the balloon and not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The guide wire exit notch was stretched and torn for a length of 2.2 cm. Since this damage was not reported in the incident information, the torn shaft may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The account stated the stent was not seen in the patient anatomy, therefore it is possible the stent dislodged prior to use, possibly during removal of the protective sheath. It should be noted the vision instructions for use (IFU) states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the dislodged stent could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.